Event description:
It was reported that pump displayed a malfunction alarm identified by malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and call back if any future malfunction occurred, which customer acknowledged and understood.